Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated that the needle hub separated and was inside of the shield.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 1186238. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated that the needle hub separated and was inside of the shield.